Event description:
The bone at the insertion site captured the delivery cannula tip during a procedure. Attempts to free the tip resulted in the separation of the tube/tip interface. Procedure indicated was a biopsy extraction and not a bone paste delivery procedure. A visual exam of the returned delivery cannula revealed the presence of all mfg components indicating the assembly was properly assembled in accordance with current specs. Further eval revealed distortion of the cutting edge that could have happened as a result of using a surgical tool to pull the tip free from the inside diameter. The exam also revealed a crushed tip at the tip/tube interface that weakened the mechanical interface enough to allow a separation to occur following a repeated twisting and pulling force applied to the luer end of the assembly as evidenced by scratch marks on outside of the luer and also scratches on the tube interface flange on the tip end. Further deformation of the distal end of the tip is present which suggests the tip was finally extracted from the pt using some type of pliers or clamp type instrument attached to the tip. During failure mode duplication tests, one test applied a twisting force to cause the tip/tube interface to fail. When applying a radial force to the luer the stake point in the tip created a deep groove all around the circumference of the tube interface diameter (mating diameter). The tip could not be removed until it was captured in a vise and a set of pliers was used to apply a great in-line force to the proximal end until the tip twisted free. The force required to accomplish the separation smashed the aluminum tube and destroyed the tip. It is apparent the delivery cannula tip can be captured by the pt bone at the entry site during the procedure with a force capable to exceeding the current tip/tube mechanical interface strength. It is opinion the interface between the tube and tip needs to be redesigned to provide greater strength. In addition parameters need to be established to define the strength requirements for the interfaces that will reduce or eliminate the possibility of separation during procedures. The parameters must be established using a worst-case scenario under actual or simulated conditions. These parameters must then be translated into mfg requirements that can be used to assure the mfg delivery cannula meet or exceed the requirements of the worst-case scenario conditions.